Event description:
Patient was presented in-clinic for device replacement due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were present. Patient was asymptomatic. Due to age of the patient, lead will remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.